Event description:
Device used to close an inguinal herniorrhaphy incision. Routine matrerials to review regarding precautions, etc. Were not given to doctor to read. Pt seen 4 days post op with an intense erythematous reaction involving most of their lower abdominal wall. No real pain but they were placed on antibiotics. Wound edges became necrotic and it started to drain. It appeared to doctor as if the wound had been burned. Site was debrided of devitalized tissue and pt placed on daily wound care. Took several months to heal.